Event description:
Per the clinic, the device was explanted due to a large fistula at the implant site. The device was explanted (B)(6), 1994 and the patient was implanted with another device on the contralateral side on (B)(6), 1994.

Manufacturer narrative:
(B)(4): no allegation of defect for the device.